Manufacturer narrative:
Device is combination product.

Event description:
It was reported that the stent got crushed. A target lesion was located at coronary artery. A 3.00 x 16 synergy drug-eluting stent was selected for use. During the procedure, it was noted that the stent would not cross lesion. The stent was being removed, load in the guidezilla and reloaded stent onto wire. However, the stent got crushed to the back of stent balloon and goes to guidezilla. Similarly, the stent got caught in the collar of the guidezilla and got the crushed the stent. There was no harm was done to the patient on the table with no complications reported.